Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because no serial number has been provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an error code 10, but that it did not make any sound. Mmdg followed up with the initial reporter, but no other information was provided. There were no reported adverse effects to the patient. Complaint (B)(4).